Manufacturer narrative:
DHR indicates product was manufactured to spec and functioned properly.

Event description:
It was reported that a pt underwent l5-s1 alif, l3-l4 procedure. During the procedure the superior screw was being driven in when the screwdriver slipped off the screw and nicked the iliac vessel causing bleeding. The vessel was repaired and the procedure was completed. The surgery was prolonged by more than 30 minutes.